Event description:
On march 22, 2023, fujifilm healthcare americas corporation was informed of an event involving dh-28gr. During an endoscopic submucosal dissection of the gi tract, the user removed the scope to clean residue that had adhered to the device. The user abrasively cleaned the device causing damage to the tip of the dh-28gr. After the cleaning, the device was unstable at the tip but the user continued to use it throughout the procedure. When the scope was removed the tip of the product became caught in the anal sphincter muscle and fell off. The piece was retrieved, and the procedure was completed successfully without harm or injury. There was no death reported with the event.